Event description:
It was reported that during a device procedure this left ventricular (lv) lead was successfully fixated in the posterior lateral vein which was the only vein available. All parameters were satisfactory. During a follow up it was noted that the lv lead did not pace and fluoroscopy showed that the lead had dislodged. A revision took place to attempt to reposition the lead, but parameters were not stable thus a new lead was used. No additional adverse patient effects were reported. This lead is expected to be returned.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being provided to update the patient identifier.

Event description:
It was reported that during a device procedure this left ventricular (lv) lead was successfully fixated in the posterior lateral vein which was the only vein available. All parameters were satisfactory. During a follow up it was noted that the lv lead did not pace and fluoroscopy showed that the lead had dislodged. A revision took place to attempt to reposition the lead, but parameters were not stable thus a new lead was used. No additional adverse patient effects were reported. This lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The dislodgement allegation was not confirmed by product analysis, but was a known inherent risk of the device, while the brady pacing not delivered when required allegation was not confirmed based on normal lead resistance measurements.

Event description:
It was reported that during a device procedure this left ventricular (lv) lead was successfully fixated in the posterior lateral vein which was the only vein available. All parameters were satisfactory. During a follow up it was noted that the lv lead did not pace and fluoroscopy showed that the lead had dislodged. A revision took place to attempt to reposition the lead, but parameters were not stable thus a new lead was used. No additional adverse patient effects were reported. This lead was returned.